Event description:
Hcp reported the patient was having increased spasticity with some associated pain. Patient was being controlled with "extremely high dose of oral baclofen". No studies were done on the pump as it has, for some time, seemed as though this pump was not quite right. The patient would present with symptoms that were difficult to diagnose. There was a volume discrepancy once in 2001 and the patient stated they were hearing the alarm intemittently in 2002. The hcp noted on that same month, the pump was alarming immediately after refill. When the pump was replaced the following month, there was still 18 mls in the reservoir. The patient is doing much better with the new pump and is scheduled to come in for a refill at 10 days post implant.